Event description:
Approximately 27 months after implantation, oversensing was detected on the ventricular and atrial channels. This lead was explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body were observed. In particular, approximately 29 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. In this region, the coating of the conductor cables to the ring electrodes was damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.